Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak observed on hydro area of unicel dxc 600 pro synchron clinical system. The system was operational. No fume was produced and the customer was not harmed by exposure to leakage.

Manufacturer narrative:
A bci field service engineer (fse) visited the site on (B)(6) 2010. The fse observed no leak upon priming, but noticed air in degasser filter. The fse replaced the filter and primed the system. The customer stated they ran the system without no-foam in the waste canister last night which probably caused the waste canister to flood. The fse advised the customer not to run without no-foam. The customer ran patient samples and no error or leak was observed.